Manufacturer narrative:
The following sections could not be completed with the limited information provided. Patient weight - ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to migrated screw approximately 3 years post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI number - (B)(4). Concomitant medical products- vanguard ssk ps tibial bearing 12x71/75, catalog#: 185082, lot#:100510. Visual inspection of the returned product shows damaged threads on screw, and scratches and grooves on the returned bearing. Reported event was unable to be confirmed without the femur and stem, or x-rays of the joint space. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.